Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump¿s black box showed cs 078 (motor rewind error) call service alarms occurred. During testing, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The pump was opened and moisture was observed at the motor connector inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
Additional information: moisture in the pump was found as part of the investigation and was reported on animas medwatch report number 2531779-2017-17435.